Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Sample not available for evaluation.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 5 of 5. The home patient (hp) was connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was able to resume therapy the next evening when she started over with new supplies. She did not notice anything unusual with any of the previous supplies. She said she contacted the nurse and the nurse had her turn off the machine and finish out therapy with manual supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual device was discarded. A companion sample was available and requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: a lot number was available and a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed. The root cause was undetermined.